Event description:
The user stated the qc results for calcium were erratic and noted the pt results between the two modules were not correlating. The field service rep determined the cuvettes were overflowing into neighboring cells. He cleaned the stirrer paddles, adjusted the cuvette dispense, monitored the instrument during mechanical checks, replaced the cuvettes, and performed a cell blank and photometer check. To verify the analyzer operation, he monitored the analyzer during normal operation, calibration, and qc and noted the instrument was operating within specs. On (B)(6) 2009 after the service visit, the user retested the majority of the pt samples for calcium on (B)(6) 2009. Of the data provided, 11 results were found to be discrepant. All results are in mg per dl. Sample 1 initial result was 10.3, repeat result was 9.53. Sample 2 initial result was 8.3, repeat result was 9.24. Sample 3 initial result was 10.4, repeat result was 9.66. Sample 4 initial result was 7.7, repeat result was 9.2. Sample 5 initial result was 8.7, repeat result was 9.6. Sample 6 initial result was 10, repeat result was 9.29. Sample 7 initial result was 10.7, repeat result was 9.89. Sample 8 initial result was 10.2, repeat result was 9.47. Sample 9 initial result was 10.6, repeat result was 9.68. Sample 10 initial result was 10.8, repeat result was 9.98. Sample 11 initial result was 10.2, repeat result was 9.46. The initial results had been reported. The user stated corrected reports were issued (B)(6) 2009. The user stated she was never made aware that any pts were treated due to the initial results.